Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Per product directions for use, post-operatively, until healing is complete the fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that plate had failed shortly after surgery and during removal of hardware, the arthrex proximal humerus plate, the surgeon found that 3 of the locking screws had by-passed the locking mechanism. The screw heads passed through the plate and were deep into the plate. The titanium screw heads are a bit soft. Half of the heads stripped, he had to cut the plate out to remove it. This was a hardware removal no revision to surgery. Patient is fine to date.